Event description:
A malfunction with code malf 9 was reported, followed by technical assistance to reset the pump. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue reoccurred.